Manufacturer narrative:
Medivators has requested to perform an inspection of the unit. The user facility stated the unit is not available for inspection as it has been removed from service while the facility plumbing is being repaired. The unit was installed in 2014 and is not under medivators service agreement for maintenance activities; the user facility is responsible for all maintenance activities. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that smoke was emitting from the back of their advantage plus endoscope reprocessing system. No report of injury.

Manufacturer narrative:
Following completion of the repairs to the facility plumbing, the user facility contacted medivators to perform an inspection of the advantage plus endoscope reprocessing system. A medivators service technician arrived onsite to inspect the unit and found a connection on the hard drive was burnt resulting in the reported smoke. The technician observed that the vent holes on the back of the pc were blocked. Without proper ventilation, the hard drive can begin to overheat which likely caused to damage to the hard drive connection. The advantage plus endoscope reprocessing system states (13), "do not block ventilation openings." The technician replaced the hard drive and connections, tested the unit, confirmed it to be operating according to specification, and returned it to service. The unit was installed in 2014 and is not under medivators service agreement for maintenance activities; the user facility is responsible for all maintenance activities. No additional issues have been reported.